Event description:
It was reported that the unspecified quantity of em2400 valve sets were leaking; further described as the color of vitamins were observed in the final bags where it was not pumped. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing facility: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.